Event description:
Additional information received reports that patient underwent ipg replacement surgery on (B)(6) 2021. Stimulation therapy was reportedly restored postoperatively.

Event description:
It was reported the patients ipg became inoperable following an unrelated surgery where the device was not placed into 'surgery mode'. Surgical intervention is planned to address this issue.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported the patients ipg became inoperable following an unrelated surgery where the device was not placed into 'surgery mode'. Patient is to follow-up with physician as the next course of action.